Manufacturer narrative:
Continuation of medical devices: 6947 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission report indicated for the right atrial (ra) lead low atrial lead impedance alert triggered, and evidence of lead noise oversensing was noted. Additional information received patient was brought in for follow up. Provocative testing was performed and oversensing and high impedance was observed on the atrial lead. Re-programming was performed. The ra lead remains in use. No patient complications have been reported as a result of this event.